Event description:
The nurse reported the handpiece was occluded at the beginning of the phaco step during a cataract surgery. Subsequently, a corneal burn occurred. One stitch was required to close the incision. The incision size was 2.2 mm and a kelman 30 degrees 0.9mm tip with a pink sleeve was used. Additional information has been requested.

Manufacturer narrative:
No sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when additional reportable information becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (4) health devices, hazard update: most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the affiliate. (B) (4)